Event description:
System would not come on when powered up in morning before cases. Found no power to ac outlets in procedure room. Reset breaker and system began working. Noticed that power switch sometimes did not fully engage when pressed. Ordered parts.

Manufacturer narrative:
.